Event description:
Additional information was received that approximately eleven weeks after being surgically abandoned, this right atrial (ra) lead was connected to a new cardiac resynchronization therapy defibrillator (crt-d). The new generator and leads remained in service until all products were explanted about three weeks later due to infection. No additional adverse patient effects were reported. At this time the explanted products remain with the hospital, and may be returned in the future.

Event description:
Boston scientific received information that this product was part of a system revision due a hematoma with subsequent infection. There were no additional adverse effects reported. The product was surgically abandoned.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.